Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. There was no impact to the customer's blood glucose level. As the customer had changed the cartridges and infusion sets prior to contacting tandem customer technical support (cts), troubleshooting to determine a possible cause of the occlusions was unable to be performed. Cts performed a system check with the current supplies and the pump system functioned as expected. Reportedly, the customer pre-fills the cartridge.

Manufacturer narrative:
Tandem user guide states not to store filled cartridges. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.